Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the part flow sensor assembly required for repair was on hold. The repair for this device cannot be conducted at this time due to a global hold status for the flow sensor assembly. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm for a patient tube blocked. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
During follow up with the key market (km), the responder reported that the device was in clinical use when the issue occurred. The km reported that no patient or user harm had occurred.